Event description:
It was reported that when using the bd pyxis¿ es server new order was not crossing up on the stations. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new order was not crossing up on the stations. A technical support specialist (tss) confirmed no carefusion coordination engine (cce) downtime, with the disconnected flag set to 0; however, the external messaging services were restarted and rss logs showed multiple timeout errors, with the external received message queue stalled for approximately two hours. Cce was observed to be freezing, unable to launch applications, and unresponsive to task manager actions, indicating a cce application hang that caused message processing delays. Due to active rss errors, the cce service was not restarted initially, and stations were placed on critical override as no orders were crossing. After the cce was rebooted and message queues began draining, order flow resumed successfully. Heather was notified, confirmed that messages were crossing and orders were appearing, and the customer acknowledged resolution. The system functioned as intended after the technical support specialist troubleshot the device.